Event description:
When surgeon tried to deflate the catheter balloon to remove the foley, the fluid would not withdraw. After multiple attempts, only a small amount of fluid was removed. The surgeon cut the catheter and still no fluid would drain. The surgeon then pulled out the catheter with the balloon still inflated. The balloon was tested to deflate, but fluid would not come out.